Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following a storm, the patient indicated her transmitter power cord smelled of burnt plastic. The patient also reported a humming sound coming from the device. No further action was taken.